Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 1 and pocket a1, a3 had failed and cubie was failed to open. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility:(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer and the pocket was failed and required maintenance. A field service engineer (fse) worked with the customer to troubleshoot the issue by running diagnostics and testing voltage on the controller board. It was determined that the controller board on drawer 2needed replacement. The area under the cubie pockets on the drawer trays was cleaned, the station was rebooted, the remote support service software was reinstalled, and the station software was updated. The customer tested inventory drawer 2, and the test was successful. The system functioned as intended after the field service engineer repaired the device.